Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to multiple flipped bits. After downloading the product code, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the pulse generator could not be inter- rogated despite using two separate merlin programmers, with the wand in different positons and in different rooms. The patient's rhythm was sinus at 75 ppm. Magnet placement over the device showed 96 ppm atrioventricular pacing. The device was removed and replaced.